Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had an "episode" that occurred the previous month and was calling to determine what the episode showed. No further information was determined about the episode. The pacemaker is still in use. No patient complications have been reported as a result of this event.